Event description:
Lipids hooked into intravenous tubing at y (injection port) connector with a b-d interlink - lever lock cannula (clothespin connector). The tubing was connected at the injection port, but became disconnected at what was thought a male to female luer lock connection connecting the secondary tubing to the lever lock cannula. Observed that the female connector of the lever lock cannula was not a luer lock.